Manufacturer narrative:
Correction: the correct explantation date is (B)(6) 2014; not (B)(6) 2014, as previously reported. This report is filed may 23, 2014.

Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.

Event description:
Per the clinic, the patient was hospitalized from (B)(6) 2013, until (B)(6) 2013, due to an infection with pus around the implant side. The patient underwent revision surgery on (B)(6) 2014, to drain the pus. The infection reoccurred in (B)(6) 2013 (specific date not reported). It was also reported that the patient experienced a hematoma on the implant side in (B)(6) 2013 (specific date not reported). On (B)(6) 2014, the patient experienced a fistula resulting in the exposure of the receiver/stimulator unit. The device was explanted on (B)(6) 2014, and the patient was reimplanted with a new device on the contralateral side during the same surgery.